Event description:
It was reported that the insulin pump alarmed compromised forced sensor system. Customer's blood glucose reading was 211 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to protruded/loose drive support disk. The insulin pump had cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and scratched case.